Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported right side rupture discovered intraoperative. Device has been explanted.

Manufacturer narrative:
The device is not PMA approved and the record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, d.6a, g.4.

Event description:
Healthcare professional reported right side rupture discovered intraoperative. This record is no longer reportable to the FDA as the device is not PMA approved. Device has been explanted.